Event description:
Nurse was starting an IV and after inserting in vein with good flashback, as nurse pulled the needle out of the catheter, the needle guard got stuck. Nurse attempted to pull it back while applying pressure to the vein to reduce bleeding. After removing the needle from the catheter, nurse noticed that the guard was actually about 1/8" from the tip of the needle. Nurse did not get stuck. IV catheter remained in pt.